Event description:
During a bladder stone lithotripsy procedure, the anesthesiologist was slightly shocked - the procedure was stopped immediately, there was no pt harm. The anesthesiologist was not harmed, she had a possible bruising on her leg.

Manufacturer narrative:
Eval summary: this machine was apparently dropped earlier this year, and returned to northgate technologies inc. For service. The damaged caused by the drop was as follows: the nylon grommets used to secure the hv box were broken allowing the hv box to move around inside the chassis causing damage to the fuse holders, ribbon cable and the filter panel. The nylon screws used to secure the hv trigger board were broken and the cpu pcb was damaged. The fuse holders, nylon grommets, nylon screws, cpu pcb, and the filter panel was replaced. The machine was recalibrated and returned to the customer. On april 24, 2008, northgate technologies inc. Completed and implemented corrective action which included replacing #8 screw with a #10 screw on the nylon grommets holding the high voltage box on all new autolith products and any returned autolith products that include broken grommets. The machine was again returned to northgate technologies inc. For service on june 12, 2008. During a visual inspection of the interior of the unit, it was observed that the wires exiting the hv box were frayed.